Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented with intermittent power spikes and high flows. Per the patient, power increased to 7 watts and flow increased to 8 liters per minute (lpm) and sustained that for a time. The patient was asymptomatic but concerned for the power and flow changes. Log file review captured a low flow event on (B)(6) 2022. The pump parameters trending captured a few unsustained power elevations which are usually not concerning in the absence of symptoms. There were no other unusual events in the log file history and all equipment appeared to be functioning as intended. The low flow alarms were thought to be volume related and resolved without intervention. Elevated pump power also resolved without intervention and had no readily identifiable cause. The patient was asymptomatic and doing well. No treatment was performed and it was planned to continue monitoring the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed a low flow event and intermittent power elevations; however, the low flow event was thought to be volume related and resolved without intervention. A specific cause for the power elevations could not be conclusively determined, and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2022 found that the pump maintained a stable speed above the low speed limit without issue. A transient low flow alarm associated was captured on (B)(6) 2022. Intermittent power/estimated flow elevations up to 9.4 watts (w) and 11.0 liters per minute (lpm), respectively, were captured on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The elevations on (B)(6) 2022 and (B)(6) 2022 were captured during pulsatility index (pi) events while the elevations on (B)(6) 2022 were captured during power cable disconnect events. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 (under ¿low speed limit¿) addresses pi events as well as potential causes. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ also contains information that covers all visual/audio alarms and what action(s) should be performed when they occur. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 02jul2015. No further information was provided. The manufacturer is closing the file on the event.